Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received post-reset ram crc alarm, customer was unable to clear the alarm. Customer stated that the insulin pump needs reprogramming. The battery died down last night and when customer found out the pump died down, she just put in a new battery now and encountered pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.